Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 152 mg/dl. It was stated that the high blood glucose and illness did lead to her admission. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.